Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known. Alleged failure: surgeon had the tip of one serfas wand break off during a shoulder arthroscopy and then proceeded to open four other boxes to find that the tips of each of the wands had bubbled up on the end and were not usable. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Unfortunately, the affected probe from the complaint was not received for analysis, therefore, the alleged complaint could not be confirmed. Additionally, multiple attempts were made to gather further information, however, no new information was received. The complaint will be closed without a detailed investigation report and based on the event description. The probable root cause/s could be a possibility of the excess glue was melted during use, non-conforming component, poor assembly process, an excess glue/seal, excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode was not confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the serfas wand broke off during surgery. No adverse consequences were reported, however, it is unclear as to whether or not all pieces of the tip were removed from the patient.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the serfas wand broke off during surgery. No adverse consequences were reported, however, it is unclear as to whether or not all pieces of the tip were removed from the patient.